Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 500 mg/dl. Customer attempted to treat their blood glucose with manual injections prior to being hospitalized. The customer also reported they were unable to stop vomiting, leading to their hospitalization. It was also found the customer's infusion set was removed from their body while hospitalized. It was reported the customer's site was infected. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer also reported their insulin pump's display was severely scratched and cracked. The customer also reported a crack on the corner of their drive support cap. The insulin pump may have been damaged when the customer experienced a seizure. Customer's blood glucose was 145 mg/dl at the time of the call. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked and bleeding on lcd glass, cracked battery tube threads and cracked reservoir tube lip.